Event description:
It was reported that the zimmer 18 inch ats cylindrical cuff had una leak in the cuff. Additional clinical follow up with the hospital indicated that the staff was unable to recall much information about the reported event, other than it had been a very minor surgical procedure and there had been no report of harm to the patient.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.